Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred during basal delivery. System check could not be performed with tandem technical support, as customer was out of supplies. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 320 mg/dl.